Event description:
The screws cause a lot of pain and leg problems. They were taken out 4/7/93 and rptr still has problems with back and legs. Rptr also had blood clot after the third surgery and infection.